Event description:
Nose cone of endograph main body malfunctioned. Nose cone came off of endograph applicator. Nose cone was removed with snare. Nose cone and defective applicator was taken by vendor. The following notes are from the operative report: the 31x14x15 excluder graft was brought into position and planned for deployment. One puff of 50/50 contrast of 10 ml was performed to verify positioning with the renal arteries, which were appropriate, and then the graft was opened. The 0.035 angled glidewire with the omniflush catheter were then used with the contra sheath to cannulate the gate. The catheter was placed into the device, turned, and the gate was hooked. Intravascular ultrasound was again placed to verify position at the level of the renal arteries and the graft seemed to be a little low, it had dropped, was closed and then placed into proper position. The iliac sheath was then pulled back and the internal iliac artery was identified with intravascular ultrasound. His intravascular ultrasound was performed of the common iliac, internal iliac, external iliac arteries. The marker catheter was used to identify the length and a 12x12 limb was felt to be appropriate, which was placed into position. Attention was then turned to the ipsilateral side where the device was removed and measurement down to the internal iliac as the rest of the device was opened. The device was removed, and the internal iliac extension was placed. As I was getting ready to angioplasty the rest of the overlapping segments, it became evident that there was a retained nosecone, and the devices were evaluated, and one of the nosecones off the main body device had not come with the device itself and was still on the wire but in the patient. A snare catheter with an 0.035 angled glidewire was used to place the snare up over the wire that contained the remaining nosecone, and the snare was placed over the wire. The snare was then pulled back and cinched down over the nose at the proximal portion of the nosecone and was pulled out under direct visualization and out of the sheath completely intact, in one piece. The patient tolerated procedure well and was taken to recovery room in satisfactory condition.